Event description:
An orsiro drug-eluting stent system was selected for treatment of a moderately calcified lesion (80 percent stenosis degree) in the moderately tortuous mid lcx. The lesion could not be crossed with the device.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes. The returned product was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation revealed that the balloon is well folded and shows no signs of inflation. Stent imprints on the exposed balloon surface indicate that the stent was initially crimped on the balloon in between the two radiopaque markers. The stent was returned separately and is severely deformed over its entire length. Review of the product release documentation for the product detailed above verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined. Considering the physicians event description, the most probable root cause for the complaint event is related to the patients anatomy (i.e. Calcified and tortuous lesion).